Manufacturer narrative:
Motor error alarm noted during rewind due to corroded motor home switch. Device received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during sleep. Customer's blood glucose was unknown. Device did not alarm when the reservoir was empty. Device was unable to get passed the rewind process. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.